Manufacturer narrative:
The samples will be returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to pt). Product problem(s): "the surgeon described a surge in power during two cases, after the surge, the probes quit working" (device operates differently than expected). The nurse reported the surgeon described a surge in power during two cases. After the surge, the probes quit working. The probe was switched out and the cases were completed as planned. No pt injury was reported.